Event description:
New information states: the patient presented in clinic on (B)(6) 2016 for follow-up. Upon interrogation, it was noted that the ventricular lead continued to exhibit noise. No intervention was performed. The physician elected to continue monitoring the patient more frequently.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. No intervention was performed. The patient would continue to be monitored.